Manufacturer narrative:
D4: list number 21-4053-24 or 21-4083-24. H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during a follow-up examination of the patient's perisplenic abscess, the radiologist noticed a detached catheter fragment from the port-a-cath device located in the right ventricle. Per reporter, the catheter was removed on (B)(6) 2026 and the port was removed on (B)(6) 2026. The procedure was performed on an outpatient basis and was without any complications. There were no adverse effects or symptoms reported as a result of the remaining fragment and following the port removal the patient is reported to be doing well.

Manufacturer narrative:
The suspected device and photos were returned for evaluation. Visual inspection identified the catheter returned in two segments with one frayed end, while remaining connected to the port with the cath-lock engaged. No additional damage or anomalies were observed. Functional testing confirmed free flow with no leaks. The complaint of catheter breakage was confirmed. Based on the IFU review and evaluation findings, the probable cause was determined to be incorrect catheter placement or implantation. A retrospective review identified no related complaints or nonconformities for the reported lot number.